Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Customer picture was received. A check of quality, production and maintenance records shows no deviations related to the reported issue. The complaint cannot be determined.

Event description:
Customer advised they are experiencing an increasing trend in the number of hemolyzed specimens since converting to vacuette tubes in (B)(6) 2019. Customer states centrifugation is 4041rcf for 5 minutes on a statspin express4. Centrifugation is performed within 2 hour of specimen collection and outreach clinics centrifuge before sending in their specimens. Customer said most specimens are half-filled or less to the nominal. Customer advised phlebotomist draw specimens with straight needles and butterfly, the ed collects through vascular access devices.